Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Ep-189042 - e1 vngd as tib brg 12x67 - 107130. Unknown - unknown tibial component - unknown. 98000200193 - unknown cement - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 3 years post-op, the patient is experiencing pain. They are taking daily narcotics and are working with pain management. There are no plans to pursue a revision at this time as x-rays show no complications. Attempts have been made and all available information has been provided.